Manufacturer narrative:
Thrombus was confirmed in the evaluation of the left ventricular assist system (lvas). The pump was returned with the driveline cut approximately 1 inch from the pump housing and the severed portion of driveline was not returned. The sealed inflow conduit was returned attached to the pump inlet port. The sealed outflow graft, with the outflow graft bend relief and bend relief collar, was returned attached to the outflow elbow. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a denatured thrombus ring adhered to the inlet bearing cup. A portion of the thrombus was also present on the inlet bearing cup. The thrombus ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. The thrombus formation would have also created additional resistance on the spinning rotor, potentially contributing to the reported power elevations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). The device is expected to be returned for evaluation. It has not yet been received. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Pump was exchanged for another manufacturer's device on (B)(6) 2017.

Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. Approximate age of device ¿ 53 days.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for suspected pump thrombosis. On (B)(6) 2017, it was reported that flow estimation and power readings were elevated. The manufacturer's technical service representative reviewed the log file and observed an increase in power and a decrease in pulsatility index over time. Additional information was requested, but was not provided.